Event description:
The patient was revised because of pain.

Manufacturer narrative:
Examination was not possible, as the products were not returned. The investigation was limited to review the information provided, as the lot numbers required to review the device history records was not provided. Provided information states the patient was revised due to hip pain. A cannulated hip was converted to a total hip. The investigation could not draw any conclusions about the reported event. Based on the investigation and the information available, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.